Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose was not provided at the time of the incident. The customer reported keypad anomalies. The customer also reported damage to the reservoir screen. The insulin pump will not be returned for analysis.